Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The explanted device has been returned; however, the evaluation is still in progress. A supplemental report will be submitted once the analysis has been completed.

Event description:
Edwards received information that this bioprosthetic aortic valve, implanted approximately six (6) years and two (2) months, was explanted due to aortic stenosis. This device was explanted and replaced with another edwards valve of the same model and size. This was a multiple cardiac surgical procedure: coronary artery bypass grafting and maze surgery at implant.

Manufacturer narrative:
Customer report of stenosis was confirmed through observed calcification. X-ray demonstrated heavy calcification on all three leaflets and wireform intact. Calcification restricted leaflet mobility and led to stenosis. Host tissue on the stent circumference was minimal on the outflow aspect. A hematoma was observed on the outflow aspect of leaflet 2 near commissure 2. Sutures remained on all three commissures of the valve and a suture pledget was left on the inflow aspect of the sewing ring at leaflet 3. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The root cause for the calcification and pannus remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.